Event description:
It was reported "the catheter worked without problems during the rvg, but when the user tried to inflate the balloon for the pag, it wouldn't inflate. Therefore, the procedure was then completed using a pig-tail catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).